Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest, myocardial infarction and subsequently expired on the same day as a result of exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.